Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) guided the customer to locate the power button beneath the screen on the bottom right side. After the customer pressed the button, the screen powered on, and the customer was able to log in and successfully dispense medication. The system functioned as intended after technical support specialist guided the customer to resolve the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cabinet was powered off. There were no adverse events or injuries reported based on this event.